Event description:
It was reported that the bipolar ventricular lead impedance had increased from 700 ohms in 2003 to 1426 ohms. The patient would be followed-up in 2008.

Manufacturer narrative:
No medwatch form was received.